Event description:
A report was received that during an ipg replacement procedure (MFR report #: 3006630150-2018-00902), high impedances were noted on the patients lead. It was mentioned that the lumens or the little individual wires on the tails were exposed. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the lumens inside the tails of the lead were exposed prior to the revision. No further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during an ipg replacement procedure (MFR report #: 3006630150-2018-00902), high impedances were noted on the patient's lead. It was mentioned that the lumens or the little individual wires on the tails were exposed. The patient will undergo a lead replacement procedure.

Event description:
A report was received that during an ipg replacement procedure (MFR report #: 3006630150-2018-00902), high impedances were noted on the patients lead. It was mentioned that the lumens inside the tails of the lead was exposed prior to the said procedure. The patient will undergo a lead replacement procedure.